Event description:
The pt was being assisted to the bathroom by hha, the hha became tangled in the pt's oxygen tubing and fell. The pt then fell on top of the hha. After the fall, the pt began to complain of right hip pain. An x-ray was ordered that showed a right hip fracture (an acute comminuted fracture involving the right intertrochanteric / subtrochanteric proximal right femur with varus angulation. The pt's family did not want to seek any type of aggressive treatment. The pt remained on icc (intensive crisis care) for pain management and died on (B)(6) 2017.